Manufacturer narrative:
(B)(4). Unit not received stuck in manufacturing mode. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, stained serial number label and peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 6.9 mmol/l at the time of the incident. The customer stated the insulin pump has a cracked case and cracked reservoir ring. The insulin pump needed to be replaced. The insulin pump will be returned for analysis.